Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer number: 1627487-2021-15883. It was reported that the patient experienced ineffective therapy due to high impedances on their drg leads. The x-rays did not identify an obvious fracture or device migration. In turn, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The event of a patient's system autoreducing was reported to abbott. Both of the implanted leads show high impedances on all contacts. X-ray images were taken but could not confirm an issue with the lead. A replacement surgery is planned but has not yet been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.